Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient management is consistent with the reported hospital admission and treatment with insulin therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The event occurred following a supply change during which the user failed to remove the needle cover from the cannula, resulting in improper infusion set deployment and lack of insulin delivery. This resulted in insufficient insulin administration and subsequent hyperglycemia. Based on available information, the event was attributed to use-related factors involving improper infusion set setup, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 04-mar-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 660 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.